Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: patient needed emergent dialysis catheter placement. Catheter placed at bedside. When removing the guidewire, the wire was noted to be frayed. The user removed the wire in its entirety. X-ray confirmed no wire was left in the patient. The patient received dialysis without further incident. Therapy reported to be delayed, but there was no patient harm or injury. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: patient needed emergent dialysis catheter placement. Catheter placed at bedside. When removing the guidewire, the wire was noted to be frayed. The user removed the wire in its entirety. X-ray confirmed no wire was left in the patient. The patient received dialysis without further incident. Therapy reported to be delayed, but there was no patient harm or injury. Patient condition reported as fine.